Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has intermittent image quality problems. The image is reported to be either unsynced or appears to be unprocessed. There was no report of pt injury.